Event description:
Procedure: thoracotomy. Reportedly, the instrument locked down onto the tissue and would not open. The surgeon then cut around the reload to remove the instrument. Surgeon manually sutured to complete the case. No further patient information.